Event description:
It was reported that an asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Device download was unsuccessful; the device also exhibited poor telemetry. The patient was stable during the interrogation. The device was explanted and replaced on (B)(6) 2017. The patient¿s condition was stable post procedure.